Manufacturer narrative:
Date rec'd by MFR: 25sep2019. The defective component on the air flow sensor pcba created the air flow accuracy, o2 flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported failed oxygen accuracy test. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported failed oxygen accuracy test. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 11jun2019. Date of report: 24jul2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported failed oxygen accuracy test issue. The manufacturer¿s fse replaced the flow sensor to address the reported problem. The customer confirmed the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.